Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2024-00586. It was reported the patient's leads had migrated. As such, surgical intervention occurred where one of the leads was explanted and replaced and the other lead was repositioned to address the issue on (B)(6) 2024.